Event description:
Customer alleges his powerchair moved on its own and hit him when he was sitting in front of the unit in a chair. The customer sustained a broken left leg and a bruised right leg.

Manufacturer narrative:
The powerchair was not returned to the MFR, eval and service was performed by the dealer. Dealer replaced the controller, and discarded the original part. Controller discarded, unable to f/u.